Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg no longer functioning as intended. The patient was doing well postoperatively, and the explanted device will not be returned by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a month ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg no longer functioning as intended. The patient was doing well postoperatively, and the explanted device will not be returned by the medical facility.